Manufacturer narrative:
The complaint is not confirmed. Meter powered on with button and insertion of strips. Did not observe power issue with strip port. This is a final report.

Event description:
A customer reported their freestyle freedom meter turns on with button, but not with test strips and as a result of being unable to test, they experienced diaphoresis, blurred vision and vertigo. The customer self-presented at a health care facility, where they were diagnosed with hypoglycemia and treated with unspecified intravenous infusion. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.